Event description:
It was reported that the cage was broken when the surgeon impacted into the l5/s1 in lumbar interbody fusion of l4/l5/s1. The surgeon did not impact with strong force. He needs small size cage.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.